Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was received indicating that this patient experienced an inappropriate shock from this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) device, due to oversensing of noise, low amplitude, and decrease in shock impedance from 140 ohms to 45 ohms (within normal range). The patients extended hospitalization due to a multiple of other medical issues including diabetes, sepsis resulting in leg amputation, airway disease- pleura effusion, decompensation. A request was made to have data from this device analyzed. Review of device data, and x-ray imaging revealed suboptimal placement of s-ICD device. A technical service (ts) consultant reviewed device data and provided recommendations for additional x-ray imaging to view electrode position. At this time, the systems remains implanted; however, therapy has been deactivated. No additional adverse patient effects were reported.

Event description:
It was received indicating that this patient experienced an inappropriate shock from this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) device, due to oversensing of noise, low amplitude, and decrease in shock impedance from 140 ohms to 45 ohms (within normal range). The patients extended hospitalization due to a multiple of other medical issues including diabetes, sepsis resulting in leg amputation, airway disease- pleura effusion, decompensation. A request was made to have data from this device analyzed. Review of device data, and x-ray imaging revealed suboptimal placement of s-ICD device. A technical service (ts) consultant reviewed device data and provided recommendations for additional x-ray imaging to view electrode position. At this time, the systems remains implanted, however therapy has been deactivated. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the date of implant. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.